Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient finished the fixation of the skull, it was necessary to use the cranio-maxillofacial fixation system. When the fixation screw was fixed, the fixation hole on the plate of the system broke. It was noted that the broken fragments did not fall into the brain. The doctor replaced the plate with a new one.